Event description:
It was reported that the physician's handheld computer started freezing at the interrogation screen on (B) (6)2009. The physician has tried a soft and hard reset when this occurs and it works sometimes. Product was returned to the MFR, but analysis is pending.